Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient's right atrial (ra) lead experienced a fracture and that the device system leads had moved from "coiled around the device to behind her lungs." Follow up with the patient's cardiology clinic indicated the right atrial (ra) lead did not experience a fracture but high impedance and no capture were noted were noted on the lead. A chest x-ray taken did not show any evidence of a lead fracture or lead migration. The patient's device was reprogrammed to the maximum atrial output and the right atrial (ra) lead and device system remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.